Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump time was incorrect due to a pump malfunction alarm occurring. During troubleshooting with tandem technical support, the malfunction alarm was cleared and time was corrected, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 222 mg/dl.